Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was found dead and the cause of death was sudden. Upon interrogation, it was found that the device subsensed the ventricular fibrillation waves. The physician did not allege malfunction of the device.